Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. A visual inspection was performed. The damaged sensor board was identified during the visual inspection. The cause of the condition was undetermined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged sensor board. No additional information is available.